Event description:
It was reported that this right ventricular (rv) lead showed a high out-of-range shock lead impedance at 125 ohms. The impedance trend range over the past 12 months has been between 99 and 125 ohms. It was noted the impedance measurement at implant in 2015 was 64 ohms. The presenting electrogram (egm) shows appropriate device function and the impedance limit is programmed between 20 and 125 ohms. It was recommended to consider a lead assessment. This alert will not retrigger until the device is interrogated with a programmer. The battery status is normal and the other lead parameters are satisfactory. The device and rv lead remain in service. No adverse patient effects were reported.